Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customers indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event - these events. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 bd pen needle autoshield duo 30gx5mm were unable to deliver insulin or medication and difficult to operate. The following information was provided by the initial reporter : the pen needle seemed to become blocked after dispensing 2 units of the prescribed 20 units. The button on the end of the pen would not depress further appearing to become stuck and unable to be depressed further.